Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed for the head. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with evidence of leg length discrepancy on the initial image and posterior and superior dislocation of the right femoral head on the second image. A definitive root cause cannot be determined. It was noted the patient fell leading to the dislocation, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure two years post implantation due to dislocation. Patient had a fall at some point and then had an episode of dislocation. The hip was attempted to be relocated in the emergency department - surgeon feels at this point the poly 40mm head was pulled off the 28mm bearing and then was sitting loose in the joint space. The hip was revised - g7 cup stayed in and the dm liner was revised to a freedom constrained liner and head. It was noted during revision it looked like the repair of the external rotators of the hip had failed some time ago. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ep-200146; item name: act artic e1 hip brg 28x40mm; lot # 789500. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : device location is unknown.